Manufacturer narrative:
Analysis received the unit with intermittent button response and button error alarm due to a corroded keypad traces. There was no display ramping on its own anomaly noted. There was no traces of moisture were noted on electronic or motor assemblies. Note: this is a remediation MDR. Medtronic (B)(4) implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic (B)(4) conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump was unresponsive. The customer's blood glucose was 145 mg/dl at the time of incident. The insulin pump will be returned for analysis.